Event description:
It was reported that the bd syringe 0.5ml 31ga 6mm experienced the needle being pulled from the hub. The following information was provided by the initial reporter: the needle tip ends up coming out and also comes out of the syringe, and there is no way to use it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: two phone numbers were provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1004569. All inspections and challenges were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd syringe 0.5ml 31ga 6mm experienced the needle being pulled from the hub. The following information was provided by the initial reporter:the needle tip ends up coming out and also comes out of the syringe and there is no way to use it.

Event description:
It was reported that the bd syringe 0.5ml 31ga 6mm experienced the needle being pulled from the hub. The following information was provided by the initial reporter: the needle tip ends up coming out and also comes out of the syringe and there is no way to use it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: customer returned (2) 0.5ml bd insulin syringes from lot# 1004569. The customer reported that the needle tip ends up coming out, and there are some that came crooked. The samples were examined, and it was observed that 1 syringe featured a detached cannula hub assembly. The remaining syringe featured a cannula angled to one side. No evidence of manufacturing defect was observed on this sample. Since this sample was returned after use the probable cause of the bent cannula can be traced to the user. A review of the device history record was completed for batch# 1004569. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The cannula was bent after the user handled the syringe. H3 other text : see h10.